Manufacturer narrative:
The device history record for item: crwprecise, s/n: (B)(6) and listed in this complaint under job: (B)(4). One unit was produced in this lot in 12/23/2010. No abnormalities related to the reported incident was found nor were there any variances, mrr¿s or reworks associated with this lot/work order number. Sampling plan reviewed and is acceptable. Device is 100% tested prior to final acceptance.

Event description:
N/a.

Manufacturer narrative:
The device was returned for evaluation and it was found to require cleaning, polishing, and replacing components. The reported complaint was confirmed from the evaluation. The root cause for this failure was determined to be poor or improper maintenance of the device. Improper cleaning, maintenance, and over tightening of the trunion rings may cause the unit to bind and potentially fail upon assembly and use. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from (B)(4). Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA (B)(4) have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer that the crw precise crw precision arc system trunnions jammed during an unspecified procedure on (B)(6) 2019. They managed to remove it from the patient but had to get another arc from another hospital to complete the procedure. Additional information was received on 09oct2019 and 14oct2019 stating that the left trunnion ring jammed on crw system and was not jammed when on the patient. The malfunction was discovered during set-up. The patient was already anesthetized. They tried to troubleshoot and the customer was able to obtain a loaner from another hospital. Due to the product problem, there was a surgery delay of 90 minutes. The procedure was completed with the "rmh precision" with no further problem. There was no injury to the patient.